Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the submitted device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was reaming the tibia and the mbt revision reamers were spinning inside the modified hudson adapter connection and t-handle connection. This required having to use several different hudson adapters to complete the reaming. As a result, the reamers and adapters are no longer functioning correctly. There were no pieces broken off of any of the instruments and no adverse affect to the patient. No surgical delay.